Event description:
The pt underwent a bilateral breast reduction on (B)(6) 2015. The surgery went well without complication. The sutures used during her procedure were ethicon's monocryl suture in the 3.0 and 4.0 sizes. She was seen the following day and was doing well without any issues and was very pleased with her results. On her three week post-op visit dated (B)(6) 2015, she was noted to have significant redness and swelling of her breasts. There was concern for infection and so the pt was sent for a blood test which did not show any white blood cell elevation. On (B)(6) 2015 she had shown some improvement in her symptoms. However, on (B)(6) 2015 there was evidence of scar retraction and the pt complained of pain in her breasts. She was noted to still be inflamed and expressed concern of potentially having an allergy to the suture material. I discussed the case with a medical director at ethicon, who stated that it is highly unlikely that she have an allergy to the suture. I communicated such to the pt. At her last visit on (B)(6) 2015, she is still noted to have some tenderness on examination of her breasts and the scar retraction. There is persistent concern that this is related to an allergy to the suture material. Dates of use: (B)(6) 2015.